Event description:
It was reported that the patient underwent rhinoplasty on an unknown date and topical skin adhesive was used. Three days post-operatively, a skin blister was observed at the application site. The topical skin adhesive was removed and a wound dressing was applied. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient¿s skin had the appearance of an allergic reaction similar to a blister on the surface and was the length of the wound. It was reported that the surgeon applied more than the 1 layer recommended on the wound surface. The patient is reported to have recovered within a day. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: contact office: (B)(4).